Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted and then removed during the same procedure. The surgeon broke the haptic while it was in the patient¿s eye. A partial anterior vitrectomy was performed and sutures were required. The iol was replaced with a johnson and johnson model ar40e 10.0 diopter. The patient is doing well per the surgeon. No further information is available.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.